Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of the dental implant was placed in ada site #10 of the patient's mouth, he abandoned the site. The implant did not have sufficient torque resistance for bone quality type IV. Other implants were placed in other sites within the patient's mouth. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of the dental implant was placed in ada site #10 of the patient's mouth, he abandoned the site. The implant did not have sufficient torque resistance for bone quality type IV. Other implants were placed in other sites within the patient's mouth. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.